Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1820102 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has not been returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer said the tamping tube of a 6f-7f mynxgrip vascular closure device (vcd) did not come down and therefore the sealant was not delivered. No patient injury was reported. The customer removed all others that had the same lot number. The product was opened in a sterile field. The product was stored as per labeling.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the customer said the tamping tube of a 6f-7f mynxgrip vascular closure device (vcd) did not come down and therefore the sealant was not delivered. No patient injury was reported. The customer removed all others that had the same lot number. The product was opened in a sterile field. The product was stored as per labeling. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was engaged to the tamp lock. A small piece of sealant was found wedged between the balloon and the advancer tube. The competitor¿s procedural sheath was kinked. However, it is unknown whether the kink on the procedural sheath was due to user manipulation or subsequent handling for analysis. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was engaged the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1820102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received fully deployed with the advancer tube properly engaged. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, the condition of the procedural sheath (kinked) may have contributed to the issue experienced since a damaged sheath can prevent the user from completely shuttling down. Additionally, there was a small piece of sealant was found wedged between the balloon and the advancer tube, which could have occurred during deployment of the sealant and contributed to the issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.